Manufacturer narrative:
The tip of the pin snapped off as dr. (B)(6) reached bicortical purchase on the tibia. Case type pka. The material of the 143000-04 (non-sterile bone pin, single) was confirmed during visual inspection via material certifications. Not performed as the device was not returned for evaluation. Review of the device history records indicate 1258 devices were manufactured under lot no w49788 on (B)(6) 2016. A review of complaints in catsweb and trackwise related to p/n 143110 , lot number w49788 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. A review of strykers nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. The this is (B)(4) and CAPA (B)(4). Product not available for evaluation.

Event description:
The tip of the pin snapped off as dr. (B)(6) reached bicortical purchase on the tibia. Case type pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of the pin snapped off as dr. (B)(6) reached bicortical purchase on the tibia. Case type pka.